Event description:
It was reported that approximately 7 months post lens implantation the pt was experiencing glare. The lens was explanted and another model lens was successfully implanted. Additional info has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.